Event description:
The customer stated she was hospitalized for high blood glucose levels. The blood glucose levels were 400 mg/dl at the time of the call. Troubleshooting was not possible as the insulin pump was having a prime anomaly during the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.